Event description:
Customer reported issues with the insulin pump. Customer states that there is no delivery alarm during basal, bolus and fixed prime. The blood glucose reading is 270 mg/dl. Customer also reports a broken belt clip. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.